Event description:
Zimmer air dermatome used to attempt retrieval of first skin graft. Equipment allegedly destroyed donor tissue rendering it useless for grafting. Equipment was removed from service and another dermatome was brought in to harvest tissue. Outcome for pt--slightly larger donor site scar.